Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 due to the wound infection with drainage present. Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound infection and exposure of the implant (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report.